Manufacturer narrative:
Per the instructions for use (IFU), valve thrombosis is a potential risk associated with the use of the transcatheter heart valve (thv).   Per the instructions for use (IFU), thrombosis is a rare and well-recognized complication associated with the use of bioprosthetic heart valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Anticoagulation therapy must be evaluated patient by patient.   The cause for valve thrombosis is thought to result from an interaction between components of blood and the prosthesis or turbulent blood flow in and around the prosthesis.  Several factors can cause development of thrombosis, including: inadequate anticoagulant therapy after valve implant, atrial fibrillation, medications, cancerous tumors, systemic diseases (e.g, systemic lupus erythematosus, inflammation and damage to various body tissues, including joints, skin, kidneys, heart, lungs, blood vessels, and brain), and reduced cardiac pumping (low ejection fraction).   Thrombosis has an extremely low incidence rate in bioprosthetic heart valves. Thrombosis is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Since the mechanism of thrombotic deposition on bioprosthetic heart valves is not fully understood, the cause cannot always be confirmed.   In this case, there is no information to suggest a manufacturing non conformances contributed to the event.  The exact cause of the prosthetic cardiac valve thrombosis could not be determined as the patient¿s medical history was not provided; however, may be due to the mechanisms described above.    The IFU has been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required. (B)(4).

Event description:
Per article "case report of prosthetic cardiac valve thrombosis revealed by dyspnea on exertion 18 months post tavi procedure" a 23mm sapien xt valve was implanted with 2ml less than nominal volume via transapical tavr procedure. Antiplatelet therapy was administered (aspirin, clopidogrel). The implant went well with post implant tte showing  a propagation velocity of 2.6m/s. The 6 months echo showed a velocity of 3.2m/s.  The 12 month echo showed a velocity of 3.5m/s; the patient was asymptomatic.  However, 18 months post procedure, the patient had dyspnea on exertion. Echo showed the velocity increased to 4.3m/s and the patient was admitted. Tee revealed hypoattenuated structure attached to the one of the leaflets. The leaflet was immobile.  CT also confirmed this. A diagnosis of prosthetic cardiac valve thrombosis was made and anticoagulant therapy was administered. Prior to discharge, tte revealed the velocity decreased to 3.8m/s and the condition was considered ¿improved¿.